Event description:
It was reported that the patient presented to emergency room experiencing syncope which was addressed by additional surgery. Device interrogation revealed that the right ventricular (rv) lead exhibited high pacing impedance and elevated capture threshold resulting in loss of capture. Programming changes was performed to address the capture issue. The rv lead was subsequently capped and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5. Describe event or problem should have been "it was reported that the patient presented to the emergency department experiencing syncope. Device interrogation revealed that the right ventricular (rv) lead exhibited high pacing impedance and an elevated capture threshold, resulting in intermittent capture. Programming changes were performed to address the capture issue. However, it was noted that the pacemaker continued to exhibit a high capture threshold, subsequently resulting in intermittent capture. The pacemaker was explanted and replaced, while the rv lead was capped and replaced on (B)(6) 2026. During the procedure, it was noted that the new right ventricular (rv) lead was not used due to a helix issue and was replaced on (B)(6) 2026. The patient was in stable condition." Rather than "it was reported that the patient presented to emergency room experiencing syncope which was addressed by additional surgery. Device interrogation revealed that the right ventricular (rv) lead exhibited high pacing impedance and elevated capture threshold resulting in loss of capture. Programming changes was performed to address the capture issue. The rv lead was subsequently capped and replaced on (B)(6) 2026. The patient was in stable condition." Section d10, concomitant medical products and therapy dates should have been "tendril lead" rather than "assurity MRI pacemaker and tendril lead"

Event description:
It was reported that the patient presented to the emergency department experiencing syncope. Device interrogation revealed that the right ventricular (rv) lead exhibited high pacing impedance and an elevated capture threshold, resulting in intermittent capture. Programming changes were performed to address the capture issue. However, it was noted that the pacemaker continued to exhibit a high capture threshold, subsequently resulting in intermittent capture. The pacemaker was explanted and replaced, while the rv lead was capped and replaced on (B)(6) 2026. During the procedure, it was noted that the new right ventricular (rv) lead was not used due to the lead helix issue and was replaced on (B)(6) 2026. The patient was in stable condition.